Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: g1.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the instability was due to wear over time. Knee had been in at least 15 years. No malposition of implants and no implants were undersized. Joint line was not raised.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to unstable knee. Doi: unknown dor: (B)(6) 2021 left knee. Additional information was received on (B)(6) 2021 at 4:05 pm stating - questions: with regard to this, please confirm if any of the following information is available: date of implantation. Was instability related to polyethylene wear? Was there any reported malposition of components that led to the instability? Were any components undersized on the primary surgery that led to the instability? Was the femur or tibia excessively resected/joint line raised during the primary surgery that led to the instability? Answers: we do not know the date of implantation. The instability was due to wear over time. Knee had been in at least 15 years. No malposition of implants. No implants were undersized. Joint line was not raised.